Manufacturer narrative:
One device was received. Visual inspection noted the air detector door, right/left door mounts and the locking latch from the mount block assembly were missing from the air detector. Device failed flow rate because of a cracked return tube. The air detector did not have power as it was disconnected from the ground and printed circuit board (pcb). The air detector had been disassembled and incorrectly re-assembled, screws were in the wrong places/overtightened, and too much adhesive applied to gasket causing damage to rear cover during removal. The complaint was confirmed as the air detector door was missing. No further device analysis was performed. The root cause was the broken off and missing air detector door and latch assembly from user tampering with the device. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. Replaced the right and left door mounts, air detector door, mount block assembly, rear cover, and gasket. Replaced the return tube, o-rings, and fan guard per preventative maintenance (pm). Device passed all functional and delivery tests.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air detector was broken off. Patient involvement is unknown.